Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-2325bcc-1 suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm was received for investigation. Visual evaluation of the returned device noted the tip of the driver had broken off and the end was significantly bent. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to prying/leveraging the device during use. Refer to investigation photos.

Event description:
It was reported that during a labral repair surgery the tip of the anchor broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.